Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was using the auto-mode feature at the time of the reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2017 the customer was driving to get lunch when she was involved in a vehicle accident. The customer did not know what caused the accident. The customer was wearing the insulin pump during the incident. The customer stated she felt fine but her sensor did not alert her that she had a low blood glucose. When the paramedics arrived her blood glucose was 66 mg/dl. The customer was transported to the hospital due to a concussion from neck strain. The customer¿s blood glucose at the time of admission was 64 mg/dl followed by 59 mg/dl. The customer was treated with glucagon gel and their blood glucose went up to 119 mg/dl. Troubleshooting for the low blood glucose was declined. The device will not be returned for analysis.